Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. Reportedly, the customer was unsure if the issue impacted the customer's blood glucose (bg). No additional bg information was provided. The customer continued to use the pump for insulin therapy.